Event description:
It was reported that when using the bd pyxis¿ anesthesia station es printer was not functioning correctly. The printer continuously printed and intermittently produced gibberish output. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the print just kept on printing and intermittent gibberish. A technical support specialist dialed into the station and, following knowledge article (1.5.2.1 thermal printer prints gibberish on new devices), installed the thermal printer driver. The station was then rebooted to complete the process. The system functioned as intended after the technical support specialist troubleshot the device.